Event description:
In 2008, the patient's mother reported that the piston rod of the patient's infusion device will not completely retract and the infusion device will not reset to 315 units. She stated that the infusion device was making a "low sound", as if it were trying to reset and this has occurred with the last two cartridge changes. To troubleshoot, the patient's mother was instructed to perform the change cartridge procedure. The piston rod appeared to be completely retracted, but "returning piston rod" was displayed on the screen for several minutes until e10 (cartridge) error was displayed. The mother was instructed to insert a new battery and to try to retract the piston rod. Once again, the infusion device would not reset to 315 units. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.